Manufacturer narrative:
Evaluation of the returned lens confirmed one broken haptic in the gusset area. This complaint is representative of haptic complaints evaluated in the external failure investigation for broken haptics. Evidence reasonably suggests the lens was handled by the customer. This report was mailed in to FDA on: 11/4/97. Number of persons affected = 1.

Event description:
Surgeon reports haptic broke and the wound was widened.